Event description:
Hill-rom technician alleged that the brake steer casters did not hold in the brake mode.

Manufacturer narrative:
Technician found that the caster stem bolt holes where worn causing the caster brake not to engage. He replaced the brake casters and the brakes functioned properly. The stretcher was found in the cardio vascular unit and there were no alleged injuries.